Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 28 in the mouth, the implant failed to achieve osseointegration. Clinician reports patient has periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 28 in the mouth, the implant failed to achieve osseointegration. Clinician reports patient has periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).